Event description:
It was reported that during a follow-up atrial lead dislodgement was observed. Prior to the reposition, increased threshold and intermittent sensing were noted. The lead was repositioned and the patient condition was stable.